Event description:
Customer reported an infection on her arm after using the soft touch lancet device. The customer sought medical treatment for the infection and stated that a physician treated it with antibiotic cream. The customer stated that the sore healed in 2 weeks. Product labeling states that the soft touch device is to be used for fingersticks. The customer stated that she was aware that the device was not to be used for alternate site testing (such as the arm). A request was made for the return of the suspect device and replacement product was sent.